Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the dexcom app displayed an egv of 380 mg/dl approximately three days after the sensor was placed on the patient¿s arm. The pediatric patient uses the omnipod 5 system; however, the reporting parent was unsure or preferred not to disclose whether the system was operating in modified closed-loop mode at the time of the event. The patient was reported to be feeling unwell and experiencing confusion and vomiting. A fingerstick blood glucose check was performed, but the patient¿s mother could not recall the exact reading, only that it was elevated. She contacted 911, and upon ems arrival, another fingerstick measurement was obtained; however, these values were also not recalled. The patient was transported to the hospital, where he was initiated on an insulin drip and IV fluids in the emergency department. He remained in the ER for approximately 24 hours. It was not specified whether egvs were reviewed or measured during the ER stay. Upon discharge, the patient was reported to be feeling slightly improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.